Event description:
It was reported to baxter that the reservoir of one (1) ce intermate lv 250 device had ruptured during filling. There is no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, (B)(4). This is a single use device and will not be repaired. A batch review was conducted and revealed that the product met all acceptance criteria for release.